Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of liberty cycler s/n (B)(4) and concomitant products found no indication that the products caused or contributed in any way to the patient event. Lot numbers of concomitant products were not provided by customer and samples were not returned for evaluation. Device history record and batch record reviews performed on alternate or possible lots showed no deviation or non-conformance as all release criteria have been met. Several unsuccessful attempts have been made to obtain medical records related to the event. If additional information should become available, a follow-up report will be submitted.

Event description:
The peritoneal dialysis (pd) patient's registered nurse (rn) reported on (B)(6) 2015 the pt reported abdominal pain and was advised to visit the clinic for pd fluid culture. The pt was diagnosed with viridans streptococci peritonitis. The nurse indicated the pt's wife was the pt's caregiver and did practice aseptic technique during treatment. The pt was not hospitalized for the episode of peritonitis and was treated. In-clinic with vancomycin. Medical records were requested.